Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A 6f sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received with a plunger and no suture. The posterior link was pulled from the posterior cuff. As the suture was not returned, the cuff miss could not be confirmed. A link pull will prevent the capture of the suture during plunger withdrawal and may appear to the user as a cuff miss. The device was used in a moderately calcified artery. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.